Manufacturer narrative:
Follow-up #1: date of submission 07/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: review of the black box history revealed several records of call service alarms (054/052/012). On investigation, the pump was exercised for 24 hours without the occurrence of any errors, alarms or warnings. Investigation did not duplicate the complaint and the pump was found to be operating within the required specifications without malfunction. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. The distributor alleged that the pump was having an unspecified cs 012 call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).